Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an unknown gynecare pelvic mesh product was implanted with an unknown non-pelvic mesh product. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems and recurrence.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.